Event description:
I had a lasik surgery on both of my eyes to treat myopia. I have suffered from halos ever since this surgery, especially around point sources of light such as oncoming cars while driving at night. The surgery was performed at the (B)(6) in (B)(6), under the care of dr (B)(6). The doctors and the staff at (B)(6) described the halos as a temporary problem. After four years, I do not consider the halos a temporary problem. Diagnosis or reason for use: myopia, astigmatism.